Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvh, a & p repair, mccall¿s enterocele repair and perineorrhapy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced bladder spasm, urinary urgency and frequency. (B)(4).

Event description:
Details: it has been reported that following insertion the patient experienced bladder spasm, urinary urgency and frequency.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with cystoscopy, mccall¿s enterocele repair and perineorrhaphy.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.